Manufacturer narrative:
Device evaluation continued: the device has been returned and evaluated by product analysis on 10/25/2014 with the following findings: there were cosmetic scratches observed on the pump display lens however, there were no noted cracks or damage to the display screen.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 30 mmol/l with increased thirst related to an over responsive ok button and a damaged display screen on the pump. The reporter indicated that the pump ok button was over-responsive to button presses resulting in under delivery of insulin and the reporter indicated that the display screen had become cracked and was unable to be read safely due to the issue. The reporter also indicated that moisture was noted behind the display screen lens and in the battery compartment during troubleshooting of the event. This report is made based on the allegation that the patient experienced hyperglycemia related to an over responsive keypad button and a damaged display screen.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump¿s insulin delivery totals correctly reflected the user programmed basal rates. There were no activities observed that were outside of normal use in the pump black box or alarm histories. The pump keypad buttons were tested and were confirmed to be responding appropriately to presses. A 29 hour flow accuracy test was performed and the pump was confirmed to be delivering within specifications. The pump keypad was removed and confirmed that there were no button contact defects. Unrelated to the complaint, corrosion was observed inside the battery compartment. No leaks were found during a leak test. The pump was opened and there was no additional moisture damage found.